Event description:
It was reported that a use error occurred in which an accusol (B)(4) product, which was not intended for human use, was used on a patient which caused acute progressive hyponatremia followed by cramps. A baxter representative was providing a demonstration of an accusol (B)(4) product in new packaging. Per the reporter, the product was a test version of accusol (B)(4) with a different content than the marketed solutions (reported to contain ¿only water¿) and the product had a printed text that contained the following writing: ¿trial die ¿ not for human use.¿ the box was put aside for additional internal training and was mistakenly placed in a room of the facility where solutions are stored. Subsequently, 158 days later, the product was used on a patient. Following the use of the product, the patient developed severe hyponatremia followed by cramps. The patient was treated for the hyponatremia with intravenous infusion of 2.9% saline and the patient was reported to have recovered without permanent injury. However, it was then reported that the patient¿s condition continued to deteriorate over a few hours . The patient experienced a progressive loss of consciousness and convulsions. The convulsions were treated with diazepam IV (intravenous). No additional information is available.

Manufacturer narrative:
(B)(4). It was reported that the patient died coincident with continuous veno-venous hemofiltration (cvvh) therapy after using the test version of accusol 35 product. It was further reported that approximately three and a half to five hours from the time the test version of accusol bag was connected to the patient (10 liters of the solutions), the patient experienced cramps, unconsciousness and convulsions. The solution bag was disconnected after five hours. Sodium level samples were obtained that revealed severe hyponatremia. The report of loss of consciousness and convulsions are likely to have been related to the severe hyponatremia. The duration of convulsions were reported to be less than five minutes and the duration of unconsciousness was approximately three hours. The cvvh therapy was discontinued the next day and the patient was transferred from intensive care unit to the ward in hospital. Two days after the onset of the events, the patient passed away. An autopsy was not performed. The cause of death could not be determined. Should additional relevant information become available, a follow up report will be submitted.

Manufacturer narrative:
(B)(4). The actual device was not available; however, a photograph of the sample was provided for evaluation. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The sample was determined to meet product specifications related to the reported condition. Upon conclusion of the investigation, it was noted that a number of trial units were not removed from the hospital after the training was completed. The units were inadvertently used in error for patient therapy. The primary cause of the complaint was a medication error. A review of the event determined that non removal of the trial units from the hospital on completion of training and the similarity of the trial labelling and the normal product labelling were also potential contributory factors in this event. A CAPA has been opened to address this issue. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Should additional relevant information become available, a supplemental report will be submitted.